Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie drawer failed due to plunger's spring was broken. A field service engineer replaced the spring and the hard stop to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the auxiliary 3.2 cubie drawer failed stay to closed and showed error message "please clear obstruction" , unable to recover. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.